Manufacturer narrative:
(B)(4). Date sent: 3/26/2026. B3: only event year known: 2025. D4: batch #869a28. Additional information was requested, and the following was obtained: ¿ did the device deliver any staples? No. If yes, were the staples formed properly? If yes, was the staple line complete? ¿ did the device cut? No. If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? ¿ was there any difficulty opening the device? No. If yes, how was the device removed from the patient? If yes, did the jaws eventually open? ¿ is the current patient status known? Patient left the hospital with no complications ¿ was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) None reported. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ecr60g reload was received partially fired 1/4. The returned reload was reset and loaded into a test device. The returned reload was tested for functionality with a test device in the straight position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 869a28, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the device misfired. There was no patient consequence nor surgical delay reported. No additional information provided.